Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 578 mg/dl at the time of incident. The customer¿s current blood glucose value was 85 mg/dl. The insulin pump had no delivery alarm. The customer experienced confusion, headache, palpitations, extremely thirsty due to high blood glucose. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set. The insulin pump will not be returned for analysis.